Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was no longer communicating with the programmer. The stylus was unplugged and replaced and other troubleshooting efforts were made with no success. A third stylus was used and the programmer operated as expected. The programmer remains in use. There was no patient involvement.